Event description:
This product is made of plastic parts. Upon removal of the product from packing/holding sleeve, a separation in the connecting plastic parts was noticed, and delivery of the stent was considered compromised. The physician determined the product unsafe for use.what was the original intended procedure?stent placement.device #1is this a laboratory device or laboratory test?no.